Event description:
It was reported that the screen suddenly drops out. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device's screen was dropping. Details provided in an update from the source case indicate that the field service engineer replaced the device's processor board and the device was successfully returned to service. It has been concluded that no further action is required at this time.